Event description:
It was reported that the customer alleged a stryker unit went into trendelenburg position on its own. There was pt involved but no adverse consequences reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.